Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service alarm sounded during use on a patient. There was no harm or injury reported. No medical intervention was specified. The user replaced the device with another device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service alarm sounded during use on a patient. There was no harm or injury reported. No medical intervention was specified. The user replaced the device with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blender board was replaced to address the issue.